Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer foreign matters were found inside micron filter cassette and/or inside package. Event was noted during relabeling process. There was no patient involvement.